Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an unknown procedure performed on (B)(6) 2026. It was reported that during the procedure, there was a device malfunction at the time of the elastic band deployment. There were no patient complications reported as a result of this event.